Event description:
Customer's mother reported that the insulin pump had visible moisture under the display screen. Caller reported that the insulin pump was recently exposed to sweat. Blood glucose level was 250 mg/dl at the time of the call. Customer treated with a manual insulin injection. Caller reported that the insulin pump's keypad was not responding properly. Caller reported pushing all of the buttons to escape the reservoir setup screen. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces, moisture damage on the electronics, vibrator and battery tube assembly. No moisture damage on the motor assembly noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratched liquid crystal display window.

Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces, moisture damage on the electronics, vibrator and battery tube assembly. No moisture damage on the motor assembly noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratched liquid crystal display window.